Event description:
It was reported that at the initial implant, the physician had a difficult time placing the right atrial (ra) lead and was unable to verify capture from the electrogram. The ra lead still has no capture. The physician elected to program the lead off and leave it in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).